Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00968. This report is being submitted as additional information. Approximate age of device- 192 days. Manufacturer's investigation conclusion. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported gi bleeding could not conclusively be established through this evaluation. Analysis of the log file confirmed intermittent low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from 2/14/2018 to (B)(4) 2018. The log file captured intermittent low flow hazard alarms on (B)(4) 2018. The pump speed remained above the low speed limit for the duration of the file. The log file appeared to show that the system was operating as intended. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document contains information regarding pump speed, power, flow, and pulsatility index. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. Both the IFU and patient handbook has a section on ¿alarms and troubleshooting¿ that addresses all system controller alarms, as well as how to respond to such events. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 due to severe gastrointestinal bleeding. Blood in the stool was found, and rectal bleeding due to an ulcer was determined to be the cause of active patient bleeding. The patient started bleeding earlier in the morning and came in to the emergency room (ER) that evening. Blood was found in the patient¿s stool and the patient was actively bleeding. Low flows were due to the loss of blood and blood was given. The patient¿s anal canal was packed and rectal ulcer was determined to be the cause. The bleeding ultimately stopped and the gi issues were resolved. The patient¿s inr was fixed with fresh frozen plasma (ffp). The patient was discharged and no equipment was swapped out. Several continuous low flow alarms were observed and determined to be due to a loss of blood. The patient was treated with blood products. The bleeding was resolved and the patient was discharged. No other unusual events noted. The pump was performing as intended.